Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reaw1818 showed no other similar product complaint(s) from this lot number.

Event description:
Caller stated that she has had many PICC lines due to having anemia from gastric bypass surgery. She said that the bifurcation on the current PICC was pushed into her arm due to the statlock being located in her elbow crease. She stated that the facility needs to be trained on where to place the PICC so that it is not located in the elbow crease. The patient said that her doctor pulled the PICC out and back into position. The line is still inserted. No injury to the patient was reported.